Event description:
It has been reported that while using the bd vacutainer® sst¿ blood collection tubes the customer noticed visible hemolysis and red cell rings in the tubes after centrifugation and during use. There was no reported impact on users. The following has been provided by the initial reporter: stage: after centrifugation defect: hemolysis in the blood collection tube and red blood cell rings. Quantity: the two batches total about 150. It is impossible to distinguish how many problems there are in each batch. Impact: leading to inaccurate patient test results, with no impact on users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring and hemolysis was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of red cell ring and hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (hemolysis, red cell ring) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode red cell ring and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that while using the bd vacutainer® sst¿ blood collection tubes the customer noticed visible hemolysis and red cell rings in the tubes after centrifugation and during use. There was no reported impact on users. The following has been provided by the initial reporter: stage: after centrifugation defect: hemolysis in the blood collection tube and red blood cell rings. Quantity: the two batches total about 150. It is impossible to distinguish how many problems there are in each batch. Impact: leading to inaccurate patient test results, with no impact on users.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3088830. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2023-03-29. D.4. Medical device lot #: 3088829. D.4. Medical device expiration date: 2024-03-31. H.4. Device manufacture date: 2023-03-29. H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.